Manufacturer narrative:
Additional information was received on july 18, 2017. There was no noise while mapping/taking points. During ablation, there was noise from the rf energy being delivered on some of the body surface leads. This noise was present on the carto 3 system and their recording system (workmate). (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a navistar catheter and suffered a heart block requiring temporary pacemaker and possible permanent cardiac pacemaker insertion. The electrophysiology study revealed no ah jump and a possible double echo. Navistar catheter was used to map the right atrium, coronary sinus, coronary sinus os, and the his cloud. Navistar catheter was used for ablating the avnrt. During ablation, junctional beats (¿a beat or two¿) were observed. Radiofrequency was immediately turned off. Patient went into heart block. Patient received temporary pacing. Remainder of procedure was aborted. On post-procedure day 1, the patient returned to sinus rhythm. Patient condition worsened, as she went into 2:1 heart block. At some point between post-procedure day 1 and day 2, the physician considered scheduling the patient for possible permanent pacemaker implantation. Patient required extended hospitalization as a result of the adverse event for monitoring. Medical history includes consultation with other electrophysiologists, but no history of previous ablation. Physician¿s opinion regarding the cause of the adverse event is that it was related to the signal interference (¿noise¿) on the distal electrodes of the ablation catheter. Physician had at least one electrocardiogram signal available to monitor the patient¿s heart rhythm. It was noted that during the procedure, the physician did not mention signal interference (¿noise¿) issues with the ablation catheter.